Manufacturer narrative:
Follow-up # 1, [date of submission 06/08/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/11/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. It was also found that the bolus button was difficult to press and contamination was found under the bolus contact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive. He noted that the buttons do not stick; and that the audio bolus button is unresponsive. The patient stated that the keypad is worn but is intact; denied exposing the pump to moisture; and stated that he wears the pump in his pocket.